Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during prime. The customer's blood glucose reading was unknown at the time of incident. Customer indicated that the issue was resolved by a complete set change. There was no further information provided by the customer or troubleshooting.